Event description:
It was reported that the patient experienced pocket pain. It was noted that the right ventricular lead had no slack. The lead was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
UDI: (B)(4).